Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, there was an unspecified issue with the main unit. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.